Manufacturer narrative:
Corrected: brand name device product code catalog #/lot # PMA/510(k) # manufacture date. Depuy still considers the investigation closed

Event description:
Litigation alleges that patient experienced hip pain, elevation of chromium and cobalt blood levels, and a limp with ambulation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.